Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them, and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The medical surveillance specialist (mss) classified this complaint based on customer service rep (csr) documentation. The lay user/pt contacted lifescan (lfs) customer service in 2009 alleging that this onetouch ultra meter was not powering on. He claimed that 5.5 hours after the power issue began, he became shaky and weak and had to treat himself with food. No blood glucose results or other forms of treatment were reported. According to the csr documentation, the power issue was not resolved with troubleshooting. This complaint is being reported because the pt allegedly developed symptoms suggestive of hypoglycemia 5.5 hours after the power issue occurred. In addition, the power issue was not resolved with troubleshooting. Replacement products were sent to the pt.